Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hyperglycemia with an elevated blood glucose levels ranging from 250 to 401 mg/dl while using the ilet system, attributed to inconsistent meal announcements and selecting a smaller-than-usual meal size, which prompted guidance to perform a factory reset and complete a full setup with the dexcom g6 continuous glucose monitor (cgm) and inset infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia episodes lasting 1 to 2 hours that were treated on ilet and resolved, without hospitalizations. Customer care provided support that included investigation of information, remote troubleshooting. Investigation of this case revealed user-use error related to meal announcement behavior as the likely contributor to hyperglycemia, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal entry and was addressed through troubleshooting and education.